Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report. The relationship between the coopervision device and the incident is unconfirmed. [Mw5090704.pdf].

Event description:
Received notification of maude report mw5090704, incident reported by the patient's health care provider. It was reported that the patient presented with bilateral ocular pain, photophobia, conjunctival erythema and was diagnosed with bilateral uveitis with keratic precipitates. The health care professional also reports the patient has been purchasing the contact lenses online without a valid or verified prescription for several years and has been wearing daily disposable contact lenses as extended wear. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.